Event description:
Senseonics was made aware of an incident where user reported being hospitalized for leg surgery on (B)(6) 2025. At the time of the call, the user stated they were feeling well. The event was not related to sensor insertion, removal, or diabetes, and the user's hcp is aware of the event. The user was prescribed rifampicin (300 mg oral medication, (B)(6) 2025 to (B)(6) 2025) and daptomycin (700 mg injection, (B)(6) 2025 to (B)(6) 2025). Per dms review, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported being hospitalized for leg surgery on (B)(6) 2025. At the time of the call, the user stated they were feeling well. The event was not related to sensor insertion, removal, or diabetes, and the user's hcp is aware of the event. The user was prescribed rifampicin (300 mg oral medication, (B)(6) 2025) and daptomycin (700 mg injection, (B)(6) 2025. Per dms review, the user is currently using the system with up-to-date information.